Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) removed. A new aus device consisting of a cuff, pump and balloon were implanted on a later date.